Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient discovered a fluid leak during treatment. He tried cleaning the cycler and resetting with new supplies but was not successful. The patient completed treatment manually. The set was discarded. During f/u the patient's pd nurse reported that his effluent was clear. He did not have signs of infection. He was prescribed prophylactic antibiotic vancomycin. No adverse event reported at this time.